Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose protruded drive support disk. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test alarm due to due to motor error alarm. The insulin pump was received with normal operating currents and passed a21 error test. Also the insulin pump powered up properly after battery installation; no blank display noted. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube lip and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time

Event description:
It was reported via phone call that the customer's insulin pump had a blank display. Customer stated she replaced batteries and insulin pump was not turning back on. Customer stated there is no damage to battery cap. Customer inserted new battery and display did not return with two attempts. Advised customer that the insulin pump will be replaced, discontinue the use and revert to back up plan. The customer's blood glucose was 309mg/dl.